Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "implant was broken out due to poor slider" during implantation in right eye. Surgery was completed with a back-up device. No eye injury reported.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. Slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "implant was broken out due to poor slider" during implantation in right eye. Surgery was completed with a back-up device. No eye injury reported.